Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection revealed that the insulation was found ruptured 11cm distal to the df4 connector pin. This damage most likely occurred due to the reported twiddler syndrome, confirming the observation in the complaint description. In the above mentioned region blood penetrated the lead. Further damages such as cuts into the insulation 12cm distal to df4 connector pin and a deformed rv shock coil, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was explanted due to dislodgement caused by twiddler syndrome. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.